Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to moisture damage on motor assembly. Unable to perform occlusion, prime/a33 and excessive no delivery test due to a33 alarm. No moisture damage on the electronics or keypad assembly during our visual inspection. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer called and reported she was trying to prime and received an alarm on the insulin pump, which indicated the force sensor system was compromised. The customer's blood glucose was 182 mg/dl. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap appeared normal and customer did not recall pressing it while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.